Event description:
The physician later reported on (B)(6) 2013 that the device was not disabled despite the high impedance. He also stated that x-rays were not taken as the patient¿s mother refused them. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The physician also stated that the believed cause for the lack of efficacy is that the patient is a non-responder.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that during diagnostics, high impedance was observed. A system diagnostics test showed a dcdc of 6 and a normal mode diagnostics test showed a dcdc of 5. She tried turning the patient¿s head to the right and then the left while diagnostics were performed and the dcdc codes were the same. It was reported that x-rays may be performed but it was unknown if they would be sent to the manufacturer for review. A battery life calculation was performed which showed 6.12 years remaining until eri=yes. The patient¿s lead product information was requested from the implanting hospital but it has not been received. It was later reported that the patient will not be going for revision surgery at this time as the patient¿s mother does not believe the patient is benefitting from therapy. Good faith attempts for further information from the physician were made but no additional information was received.